Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor home switch. The pump was received with minor scratches on lcd window, broken belt clip rails, missing end cap address label, minor scratches on case, keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of scratched screen. The customer stated that the medtronic label is missing at the back of the pump. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.